Event description:
Plaintiff reports initial bilateral implantation on 7/3/73 with explant on 6/19/90. Plaintiff alleges various illnesses including, but not limited to, capsular contracture, fatigue and chest pain.